Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The girlfriend a (B)(6) male pt reported that the pt passed away. On (B)(6)2014 the lifevest detected ventricular fibrillation (vf) at 23:13:40. The lifevest proceeded to deliver five treatments during vf, but the treatments were unable to convert the pt's arrhythmia. The lifevest was removed and the pt was taken to the hospital where he passed away on (B)(6) 2014. Initially it was determined that this event was not reportable, as the lifevest operated as intended. Upon further review zoll has determined to report this event.

Manufacturer narrative:
Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional upon receipt. MFR date: monitor: 04/2011 - reuse; electrode belt: 03/2013 - reuse.